Manufacturer narrative:
Investigation up to now, product was not provided. Therefore, no investigation possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. According to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence, the correct order of assembly must be observed. Furthermore, a damaged applicator could be the reason for an insufficient transport of the clips within the cartridge. After the 8d report results no CAPA was necessary.

Manufacturer narrative:
Additional information: surgery delay was reported by customer. It took more than 15 minutes to change the barto see were the problem com,es from. The type of surgery was a robot prostatectomy.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description the clips detached from applicator during surgery. While applying the clip, it fell into the patient's abdomen and when reloading the clamp, the entire bar of clips fell into the patient's abdomen. Till date of this report the patient harm is unknown. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).